Event description:
Additional information was received stating the infection had resolved and surgical intervention took place on (B)(6) 2024 where the patient had a full system re-implant. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead site(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 1627487-2024-07251 and 1627487-2024-07252. It was reported that the patient had a battery revision in (B)(6) 2023, but the patient developed an infection at the battery and lead site. Surgical intervention took place where the system was explanted in (B)(6) 2023 to address the issue. The manufacture representative was just notified by the physician office regarding the issue. Explanted product will not be returned.